Manufacturer narrative:
F10. Adverse event problem - medical device code; corrected information; MDR report #4 inadvertently omitted coding. H6. Adverse event problem codes - investigation findings; corrected information, MDR report #4 inadvertently omitted coding.

Manufacturer narrative:
F10. Adverse event problem: health effect - impact code; corrected information, initial MDR inadvertently omitted coding

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
The patient was noted to have underwent a planned battery replacement procedure. The old generator was deemed fully depleted and unable to be checked. Patient's generator was explanted and the replacement generator connected to the existing lead. System diagnostics were performed and high lead impedance was observed. Multiple pin reinsertions were attempted and the lead was deduced to be broken. Patient was closed and the generator left implanted. Lead revision was noted to be planned for a later date. No other relevant information has been received to date.

Event description:
Update was received that the patient had their lead replaced. The suspect device has not been received to date.

Event description:
Device evaluation was completed.

Event description:
The lead was received for analysis. Device evaluation has not been completed to date.